Event description:
On september 17, 2024, neotract has been made aware that ¿patient had six urolift implants placed after undergoing radiation therapy for prostate cancer. The radiation successfully treated the cancer, but the patient continued to experience urinary difficulties due to benign prostatic hyperplasia (bph). Following the implant procedure, the patient required a catheter for four days. The expected symptoms during the healing process, such as pain, bleeding, and incontinence, were present for approximately one month. After that the patient continued to experience constant pain in the prostate and had to be cautious when sitting, needing very cushioned seating. Additionally, the patient reported severe pain during urination and, following urination, experienced pain originating from the prostate, lasting 3 to 5 minutes. The pain was so intense at times that the patient felt on the verge of vomiting due to its excruciating nature. The patient described their quality of life as ¿non-existent.¿ the patient¿s physician was unable to determine the cause of the severe pain, and after a couple of months of persistent symptoms, they mutually agreed to remove the urolift implants as no other cause for the pain could be identified. While the patient reported significantly reduced pain following the removal of the implants, urinary incontinence persisted. The patient is currently taking tamsulosin to aid with urinary flow but continues to experience constant urinary leakage, requiring the use of pads 24/7 and changing pads 2 to 3 times per day¿.

Manufacturer narrative:
Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Neotract, inc. Will continue to monitor and trend for reports of this nature.